Event description:
Customer reported low blood glucose symptoms with blood glucose result of 220 mg/dl obtained on the advantage system; paramedics arrived 15 minutes later, and blood glucose result on their meter was 52 mg/dl. Customer was treated with a glucose IV and taken to the hospital, where he then received treatment for hyperglycemia. Customer's symptoms improved, and he was released later that evening. The following day, the customer reportedly received blood glucose result of 314 mg/dl on the advantage system, and result of 127 mg/dl on professional device within 10 minutes. Requested return of suspect device and replacement was sent.